Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. In 2001, patient's blood glucose was 7.8 and 5.8mmol/l with the lab meter compared to 7.6 and 5.8 mm0l/l. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.